Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain due to ipg migration in patient¿s back. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Issue was resolved.